Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2007, inratio: 1.3, lab: 5.4, mean: 3.4, confidence limits: 2.0 - 5.0; 2007, 6.3, 1.3, 3.8, 2.3 - 5.7; 2007, 6.3, 2.2, 4.25, 2.4 - 6.1; per internal procedure, the mean of the inratio meter and comparative system inr were calculated, both inratio and lab values are not within the confidence limits for inr testing for all 3 data sets. The results are considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is required at this time. Per update per rep: " the user of the meter moved the monitor during testing and also discovered that the first 30 patients were tested with the default original strip code. The user, pointed this out, but rep said it does not matter and continued to use. This appears to be a training issue.

Event description:
Caller alleges inaccuracy with inratio: results as follows: date: 2007, inratio: 1.3, lab: 5.4; 2007, 6.3, 1.3; 2007, 6.3, 2.2.